Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during surgery, an ophthalmic system had poor aspiration during ultrasound mode. The surgery was completed without any issues. There was no impact on patient.

Manufacturer narrative:
Additional information was provided in sections d.9, h.3 h.6 and h.11. The company representative was unable to confirm anything that would have contributed to the reported ¿poor irrigation issues.¿ the system was then tested and found to meet specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for ¿complaints reported against this serial number¿ was performed. A relevant complaint was found and reviewed as part of this investigation, for a similar reported event. The event resulted in the system meeting specifications as well. The system was found to meet specifications. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Similar incident data was collected for the associated reported events. Quality assurance will continue to perform periodic monitoring for evidence of adverse trending and take further action as appropriate. The manufacturer internal reference number is: (B)(4).